Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The product was returned, and the issue was confirmed. The field long term data log was reviewed and a gradual decrease in pump flow was observed on 03nov2021. Additionally, numerous suction alarms were captured throughout the case. The returned pump was visually inspected, and blood/clotting was observed at the pump outflow. Clinical details indicated that the pump was pointing away from the apex and was within the mitral apparatus. Additionally, the patient had a previous embolectomy despite heparin. Per the results of the clinical review and investigation, the root cause was determined to be most likely ingested biomaterial initially due to poor pump positioning. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. While on support, the impella flows had dropped and there was suction. An echocardiogram that was performed that same evening, showed the position of device pointing away from the apex and within the mitral apparatus. However, the flow did not increase even with positioning. In addition, clots were suspected. The impella 5.0 was removed and replaced with an impella 5.5.